Event description:
In 2008, a vena cava filter was placed without incident. On the event date, a physician in the ICU was placing a central line in the pt. While inserting the guidewire it got caught on the filter, pulling and mangling the filter. The filter remains in the vena cava but has migrated so that it is right underneath the heart; the filter is no longer providing proctection from pe. A second vena cava filter was placed.